Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy. Noise was seen on the lead following hv therapy delivery. Trends show a decrease in sensing and increasing threshold. Post-sensed t-wave oversensing and double counting due to noise were suspected. Lead was capped and replaced.